Event description:
Female pt had eeg performed. Afterwards, pt complained of hair loss at front electrode sites.

Manufacturer narrative:
Eval and investigation by interview of lab. No other complaints associated with this lot. Most likely cause is the fact that the pt had so much in the way of treatments and processing combined with the eeg procedure.